Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient admit discharge transfer (adt) information from meditech expanse was not updated on the pyxis server. A technical support specialist (tss) connected to the station and identified duplicate patient encounters created under different mrns but sharing the same visit ID, which prevented proper merging. To resolve the issue, the encounter under the incorrect mrn was discharged. Customer confirmed one profile was now showing correctly as 'admitted' in icu1 unit. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient adt information from meditech expanse was not updated on the pyxis server for the current patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.